Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and was found to have a broken grip at the grip base. A piece approximately 10.36mm was found to be broken off. The broken piece was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument was observed to be broken. There were no reports of patient injury.